Event description:
Boston scientific received information that this patient was transferred to a rehabilitation facility approximately two weeks post-implant and was then admitted to an outside hospital from the rehabilitation facility six days later, then died the next day. There were no details available about the patient's last hospitalization. An online obituary search states the patient passed away at a hospital following a short illness. It is unknown if the device was explanted post-mortem. Additional information was provided through a clinical study form. It was confirmed that the patient's death was a result of a cerebral vascular accident. It was noted that the death was not related to the implanted system, but possibly related to the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.